Event description:
It was reported that during a percutaneous coronary intervention, withdrawal resistance and stent damage occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. The 2.25x12mm promus element stent was advanced but failed to completely cross the lesion due to the calcification. Upon removal 'slight' resistance was encountered and the stent was deformed. The procedure was completed with a different bare metal stent. No patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).